Event description:
It was reported by the affiliate that when the device was used during a hemicolectomy procedure, it did not fire. The original cartridge was discarded. The case was completed by using a reload cartridge on the same device. There was no consequence to the pt.